Event description:
On march 11, 2024, senseonics was made aware of an incident where the user's sensor was inserted too deep and was not able to obtain a good signal with the transmitter.

Manufacturer narrative:
The user was advised to go back to their hcp for a removal and replacement procedure for better placement of the sensor. No further investigation is required.